Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 48 mg/dl. The patient treated with glucose tablets and breakfast. Her blood glucose rose to 79 mg/dl. It took her over an hour to get her blood glucose out of the 40 mg/dl range. The patient had experienced a heart attack three weeks ago and had an infection. Her blood glucose had recently become more under control and regulated. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.